Event description:
It was reported that during a coronary angioplasty procedure a shaft fracture occurred. The lesion was located in the moderately calcified and mildly tortuous right coronary artery. The physician was loading the 2.25x12mm quantum maverick balloon on to the wire and the shaft broke 6 to 7 inches from the balloon while outside the body. There were no patient complications. The procedure was completed with another 2.25x12mm quantum maverick balloon.

Event description:
It was reported that during a coronary angioplasty procedure a shaft fracture occurred. The lesion was located in the moderately calcified and mildly tortuous right coronary artery. The physician was loading the 2.25x12mm quantum maverick balloon on to the wire and the shaft broke 6 to 7 inches from the balloon while outside the body. There were no patient complications. The procedure was completed with another 2.25x12mm quantum maverick balloon.

Manufacturer narrative:
Device evaluation: returned product consisted of a quantum maverick monorail balloon catheter with no original packaging or other devices. The device is separated into two pieces. The first piece measured approximately 53 centimeters in length from the distal end of the strain relief to the hypotube broken location. The second piece measured approximately 89 centimeters in length from the hypotube broken location to the distal end of the tip. The appearance of the fracture surfaces are consistent with a bending fracture due to overload at a kink. A through inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).